Manufacturer narrative:
The insulin pump had no audio on alarms. Anomaly isolated to the interface board. No vibrate anomaly noted. However, the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.

Event description:
The customer reported that the insulin pump does not beep or vibrate. Troubleshooting was performed, and the insulin pump did not beep or vibrate during the self test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.